Event description:
The event is reported as: complaint alleges that the label on the peel pouch as well as the reference number indicates that the product is a 3.0mm flexi-set uncuffed endotracheal tube. The tube inside the package is clearly a 5.0mm flexi-set uncuffed endotracheal tube. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.